Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the existing left ventricular lead has high thresholds. An attempt to implant two different left ventricular leads were unsuccessful due to patient anatomy. The existing left ventricular lead remains in use. No patient complications have been reported as a result of this event.